Manufacturer narrative:
Additional event description - patient's post-op best corrected visual acuity was 20/25 as of (B)(6) 2016. Device evaluation: lens was returned bent and dry, in lens case/vial. Visual inspection found that the lens optic was torn and the haptic was broken. Foreign material (fibers) was found on the lens surface. Dimensional inspection found that the lens measurements were within specifications. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting, lens opacity, and anterior subcapsular cataract.